Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures shows signs of repeated use and confirms the top of the adjustment knob/lock screw fractured while the screw portion is still in the hole. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device was in the field for 4 years and shows signs of repeated use, however a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the adjustment nut on the top of the jig broke during the normal course of the surgery when the surgeon was malleting over the top jig into the proximal. It was noted that there was no consequences or impact to the patient.